Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional and suffered a pericardial effusion. The patient¿s medical history is unknown. Patient had an effusion before the procedure. The effusion became worse after the transseptal. There was no pericardiocentesis. Additional information was received regarding the event. There was a transseptal puncture performed with a st. Jude medical brk needle. The st. Jude medical sl2, 8.5fr sheath was used to cross the septum. During the transseptal phase, pre-ablation is when the pericardial effusion occurred. The patient was diagnosed with a small perforation due to transseptal access. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related and the patient¿s anatomy might have contributed to the event. The physician also believes this event occurred during transseptal puncture using a st. Jude brk needle and a st jude sl2 8.5 french sheath. Anticoagulation was used and the act was maintained at 300-350s. They treated the pressure with fluids and some medications and surveyed the heart using ultrasound after the case to confirm the effusion was decreasing in size. The patient did not require hospitalization. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional and suffered a pericardial effusion. The patient¿s medical history is unknown. Patient had an effusion before the procedure. The effusion became worse after the transseptal. There was no pericardiocentesis. Additional information was received regarding the event. There was a transseptal puncture performed with a st. Jude medical brk needle. The st. Jude medical sl2, 8.5fr sheath was used to cross the septum. During the transseptal phase, pre-ablation is when the pericardial effusion occurred. The patient was diagnosed with a small perforation due to transseptal access. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related and the patient¿s anatomy might have contributed to the event. The physician also believes this event occured during transseptal puncture using a st. Jude brk needle and a st jude sl2 8.5 french sheath. Anticoagulation was used and the act was maintained at 300-350s. They treated the pressure with fluids and some medications and surveyed the heart using ultrasound after the case to confirm the effusion was decreasing in size. The patient did not require hospitalization. Since the smart touch bidirectional catheter was inside the patient, we are taking a conservative approach because we cannot exclude that the catheter did not contribute to the event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto (model# unknown serial# unknown). Coolflow pump (model# unknown serial# unknown). (B)(4).